Event description:
Healthcare professional reported intracapsular rupture. Device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken-on posterior assessed as an unidentified (tear) opening (shell thickness within spec). Additional observations: no other observations observed.

Event description:
Healthcare professional reported intracapsular rupture. Device has been explanted. This relates to the right side.

Event description:
Healthcare professional reported right intracapsular rupture diagnosed by ultrasound. Device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Device has been explanted.